Manufacturer narrative:
H10: upon further review, the reporter initially stated the leak was at the "luer lock at the injection site" which is also known as the fill port. A leak from fill port does not indicate a breach in fluid path as the end user (patient) does not interface with the fill port during use, and the fill port has a protective cap closing off this element of the device. Therefore, there is no malfunction against folfusor.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. It was further reported on the "anti-reflux valve" during filling "everything came out after disconnecting the syringe luer lock at the injection site". The device was filled with fortum plus 0.9% sodium chloride. There was no patient involvement. No additional information is available.